Manufacturer narrative:
Event conclusion cpi analysis of the ipg found that the device passed automated electrical measurements and paced and sensed normally during all tests. Initial interrogation noted an erp battery status. This status was able to be cleared by programming. Subsequent battery status interrogation indicated 'good'. Calculations performed using the returned parameters result in a minimum longevity of 44.3 months. The cause of the premature battery depletion could not be determined as the device exhibted normal operation throughout the analysis.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for premature battery depletion.